Manufacturer narrative:
The returned device was received undeployed. The download data showed that the drive mechanism experience a drive stall. Due to the drive stall the firing flat did was not aligned during the end of second prime, preventing deployment. The device was reset and rerun successfully. The cause of the drive stall could not be determined.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.